Event description:
During implantation of a rockwood clavicle pin on patient's right clavicle, the surgeon was tightening the lateral nut and the proximal pin broke with lateral nut on. The surgeon removed the pin assembly and implanted a clavicle plate. Surgery extension by approximately one hour.